Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead migrated due to a non-device related fall. During the revision procedure, the patient had a cerebrospinal fluid (csf) leak. The physician opted to do an explant procedure and the patient was doing well postoperatively.